Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Cartridge is typically changed every 4-5 days. Complete troubleshooting was not able to be performed due to customers' limited amount of supplies. Fill tubing was performed to expel any air bubbles present. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours and novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with product other than humalog and novolog.